Manufacturer narrative:
Batch manufacturing record review and no manufacturing problems identified. Suspected root causes: use of damaged or bent driver. Failure to fully and accurately engage the driver. Poor driver fit. Failure to tap if bone patellar tendon bone graft used graft/screw/tunnel not appropriately sized. Hard, dense bone.

Event description:
Customer reported that the screw broke during screwing in, during surgery. As per customer update rec'd on (B)(6) , 2010, the screw broke in 3 parts during screwing in the femoral canal using the guide wire. As customer informed the event resulted in the need of removing the elements of the screw from the joint.